Manufacturer narrative:
The customer cancelled the work order.

Event description:
It was reported that the patient monitor freezes. The device was in use on a patient. There was no report of patient or user harm.